Manufacturer narrative:
Batch review performed on 02 september 2021: lot 2009406: (B)(4) items manufactured and released on 21-jan-2021. Expiration date: 2026-01-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the head 2 months after primary. The surgery was completed successfully.